Event description:
The customer reported a malfunction resulting in a loss of mechanical ventilation. The system was restarted to restore the functionality of the device and the exam was resumed. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system along with a device log review and confirmed the reported issue. The control board was replaced to correct the reported issue. After the board replacement, the service representative performed calibration and operational testing on the aestiva 7100, all of which the device passed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).